Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of over (400 mg/dl) the customer reverted to manual injections to stabilize bg level. Reportedly, the customer still had the same supplies on the pump. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.